Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the doctor was suturing during an open procedure, the suture broke down in the anchor. Another suture was broken when knotted. This caused more expense of supplies and more surgical time not more than 30 minutes. They used another suture to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the doctor was suturing during an open procedure, the suture broke down in the anchor. Another suture was broken when knotted. This caused more expense of supplies and more surgical time. They used another suture to complete the case.